Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue of the device will not turn on with the battery and switch alone was not duplicated during the evaluation. No power-related accessories were returned for evaluation. Installed known good battery, device passed all power tests ac / battery and all other required bench tests and passed an internal inspection. The device was recertified for clinical use. No emerging trend based on similar reports.